Manufacturer narrative:
Retainer ring = black. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. History download was successful using thus and care link upload was successful. No cracked display window or lcd glass noted. Device had minor/deep scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis (B)(6) 2021. Customer stated that the insulin pump was malfunctioning and they ended up in the hospital in diabetic ketoacidosis and the 3rd day worked on insulin pump to make sure settings were correct and their blood glucose was 137 mg/dl before they left the hospital and after they got home checked it was 200 mg/dl and they took correction bolus and later checked blood glucose and it was 213 mg/dl. Customer stated that they took everything out using new site, reservoir and new vial of insulin and took 4.0u through a shot and does not eat and went to bed and this morning the blood glucose was 198 mg/dl and again they took a correction bolus and had not eaten and then blood glucose was 438 mg/dl. Customer stated that they took it off and pit 9.0u of insulin and then blood glucose was down and when they back on shots it was just so up and down for no reason. Customer's reported that they woke up with blood glucose around 300mg/dl and correction bolus brought it down to 140 mg/dl and they was feeling sick and throwing up and later checked blood glucose and was 211mg/dl and took correction bolus and they called ambulance and blood glucose was around 370 mg/dl and they took customer's to emergency room and took blood and urine and their was in diabetic ketoacidosis occurred so they put customer's in intensive care unit with insulin drip and fluid. Customer stated that the current blood glucose value is 99 mg/dl. Customer's reported symptoms related high blood glucose was vomiting. Customer stated that they was using insulin pump system within 48hours of related high blood glucose event. Customer stated they was not using auto mode feature at time of high blood glucose event. Customer stated that they treated high blood glucose using insulin pump, manual injection. Customer stated that the most high blood glucose event occurred at (B)(6) 2021 was 437 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer alleged for hospitalization reported on (B)(6) 2021, for dka and high bg and cosmetic damage on the keypad. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. History download was successful using thus and carelink upload was successful. No cracked display window or lcd glass noted. Unit had minor/deep scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Device tested ok with no device problem found. Customer reported some damages to the pump. Test analysis indicates that damage (physical or cosmetic) is confirmed. Damage to the pump includes scratched case, scratched keypad overlay, cracked keypad overlay at the select button and other damages documented above. Unable to confirm customer allegations for high bg and dka. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
It was reported that the customer was transported to the emergency room by emergency medical services and subsequently hospitalized on (B)(6) 2021 due to hyperglycemia and diabetic ketoacidosis. The customer did not know their blood glucose at the time of admission. They were also experiencing vomiting. They reported being treated with the insulin pump, manual injections, and an intravenous insulin drip. The customer stated that some of the buttons on the insulin pump were puffy. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. Auto mode was not active. The insulin pump will be returned for analysis.